Event description:
The rptr stated that they did meter to lab comparison tests. Their meter reading (capillary) was 112 mg/dl, and a venous lab test result was 175 mg/dl. The tests were done within 20 minutes. The rptr did not have any symptoms. Control solution testing was not done at the time of the report due to unavailability of supplies. On followup, a control solution test was in range, 115 (91-137). No harm was alleged.